Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with radiographs and product received. Upon visual inspection the device has indentations on the outer radius and on the lip. Review of the radiograph identified: 1. Left total hip arthroplasty with evidence of posterior and superior dislocation with evidence of reduction of the left hip. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00059.

Event description:
It was reported that the patient underwent a revision procedure two days post implantation due to disassembly of the g7 double mobility system with head and poly posterior luxation. Attempts have been made and additional information on the reported event is unavailable at this time.